Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic region'), menorrhagia ('abnormal bleeding (menorrhagia)') and dysmenorrhoea ('dysmenorrhea (cramping) / pain') in an adult female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti. Concurrent conditions included body mass index normal, irregular menstrual cycle, abdominal pain, nausea, genital bleeding, dysfunctional uterine bleeding, excessive menstruation, adenomyosis, panic disorder, anhedonia, insomnia and panic attacks. Concomitant products included ethinylestradiol;norethisterone (necon 10/11) for contraception as well as celecoxib (celexa) and olanzapine (zyprexa) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("fallopian tube pain") and pain in extremity ("top inner thigh pain"). In (B)(6) 2010, the patient experienced migraine ("other injuries/symptoms: migraine/ migraines / headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary; tract (uti),"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition: anxiety"), mood swings ("other injuries/symptoms: hormonal changes/hormonal changes describe: mood swings") and depression ("psychological or psychiatric problems condition:depression") and was found to have weight increased ("other injuries/symptoms: weight gain/weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysteroscopy, d&c and laparoscopic bilateral salpingectomy, salping. (Bilateral) and endornetrial thermachoice ablation). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, anxiety, mood swings, weight increased, migraine, depression and pain in extremity had resolved and the menorrhagia, vaginal haemorrhage, urinary tract infection and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), psych injury, other injuries/symptoms: hormonal changes ,weight gain, migraine approximately 2-3 coils ware noted in the endometrial cavity to the left fallopian tube, and once again, a similar procedure was performed, the fallopian tube was identified. The essure device was inserted and deployed with approximately 2- 3 coils were noted within the endometrial cavity. Discrepancy in essure explant date:- (B)(6) 2011 and (B)(6) 2011. Current weight 143 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on 27-may-2010: essure, successful placement (hsg) everything was in place and the scar tissue was growing properly. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted, specify: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal vaginal bleeding, dysmenorrhea, pelvic pain, menorrhagia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic region'), menorrhagia ('abnormal bleeding (menorrhagia)') and dysmenorrhoea ('dysmenorrhea (cramping) / pain') in an adult female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included celexa [celecoxib]. The patient's medical history included uti. Concurrent conditions included body mass index normal, irregular menstrual cycle, abdominal pain, nausea, genital bleeding, dysfunctional uterine bleeding, excessive menstruation, adenomyosis, panic disorder, anhedonia, insomnia and panic attacks. Concomitant products included ethinylestradiol;norethisterone (necon 10/11) for contraception as well as olanzapine (zyprexa) from (B)(6) 2011 to (B)(6) 2011. On an unknown date, the patient started celexa [celecoxib] at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("fallopian tube pain") and pain in extremity ("top inner thigh pain"). In (B)(6) 2010, the patient experienced migraine ("other injuries/symptoms: migraine/ migraines / headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary; tract (uti),"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition: anxiety"), mood swings ("other injuries/symptoms: hormonal changes/hormonal changes describe: mood swings") and depression ("psychological or psychiatric problems condition:depression") and was found to have weight increased ("other injuries/symptoms: weight gain/weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysteroscopy, d&c and laparoscopic bilateral salpingectomy, salping. (Bilateral) and endornetrial thermachoice ablation). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, anxiety, mood swings, weight increased, migraine, depression and pain in extremity had resolved and the menorrhagia, vaginal haemorrhage, urinary tract infection and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), psych injury, other injuries/symptoms: hormonal changes ,weight gain, migraine approximately 2-3 coils ware noted in the endometrial cavity to the left fallopian tube, and once again, a similar procedure was performed, the fallopian tube was identified. The essure device was inserted and deployed with approximately 2- 3 coils were noted within the endometrial cavity. Discrepancy in essure explant date:- (B)(6) 2011 and (B)(6) 2011. Current weight 143 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure, successful placement (hsg) everything was in place and the scar tissue was growing properly.. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted, specify: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal vaginal bleeding, dysmenorrhea, pelvic pain, menorrhagia, depression most recent follow-up information incorporated above includes: on 17-sep-2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary; tract (uti), pelvic pain, fallopian tube pain and thigh pain, psychological or psychiatric problems condition: depression were added. Hormonal changes describe: mood swings, migraines / headaches, psychological or psychiatric problems condition: anxiety were updated. Onset dates added. Outcome for events added. Concomitant conditions and drugs added. New reporters, plaintiffs information and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and migraine ("other injuries/symptoms: migraine") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the dysmenorrhoea, dyspareunia, hormone level abnormal, weight increased and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, hormone level abnormal, migraine, psychological trauma and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), psych injury, other injuries/symptoms: hormonal changes, weight gain, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) conducted, specify: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), psych injury, other injuries/symptoms: hormonal changes ,weight gain, migraine were added. Plaintiffs information and lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic region'), menorrhagia ('abnormal bleeding (menorrhagia)') and dysmenorrhoea ('dysmenorrhea (cramping) / pain') in an adult female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti. Concurrent conditions included body mass index normal, irregular menstrual cycle, abdominal pain, nausea, genital bleeding, dysfunctional uterine bleeding, excessive menstruation, adenomyosis, panic disorder, anhedonia, insomnia, panic attacks, depression and anxiety. Concomitant products included ethinylestradiol;norethisterone (necon 10/11) for contraception as well as celecoxib (celexa), ibuprofen and olanzapine (zyprexa) from (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("fallopian tube pain") and pain in extremity ("top inner thigh pain"). In (B)(6) 2010, the patient was found to have weight increased ("other injuries/symptoms: weight gain/weight gain / loss specify which one: weight gain") and experienced migraine ("other injuries/symptoms: migraine/ migraines / headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary; tract (uti),"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition: anxiety"), mood swings ("other injuries/symptoms: hormonal changes/hormonal changes describe: mood swings") and depression ("psychological or psychiatric problems condition:depression"). The patient was treated with surgery (hysteroscopy, d&c and laparoscopic bilateral salpingectomy, salping. (Bilateral) and endornetrial thermachoice ablation). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, anxiety, mood swings, weight increased, migraine, depression and pain in extremity had resolved and the menorrhagia, vaginal haemorrhage, urinary tract infection and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), psych injury, other injuries/symptoms: hormonal changes ,weight gain, migraine approximately 2-3 coils ware noted in the endometrial cavity to the left fallopian tube, and once again, a similar procedure was performed, the fallopian tube was identified. The essure device was inserted and deployed with approximately 2- 3 coils were noted within the endometrial cavity. Discrepancy in essure explant date: (B)(6) 2011, (B)(6) 2010 current weight 143 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram on (B)(6) 2010: essure, successful placement (hsg) everything was in place and the scar tissue was growing properly. Imaging procedure on (B)(6) 2010: essure confirmation test(s) conducted, specify: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal vaginal bleeding, dysmenorrhea, pelvic pain, menorrhagia, depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.